Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to internally dump the charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned to zoll for evaluation. Our review of the data found that the device performed to specification. The data showed that the device entered the rescue protocol. The device was charged three times. Two of the times the shock was disarmed 30 seconds after being charged. The remaining time the device was powered off via a button press before the 30 second charge time out occurred. Analysis of reports of this type has not identified an increase in trend.